Event description:
It was reported that inaccurate delivery of medication occurred during use. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation. The pump's event history log (associated with this device) revealed no errors and patient reported no errors or alerts while infusing.